Event description:
It was initially reported that "a single medium tone beep" was occurring every 3 minutes due to low reservoir alarm and the pump had since been filled and updated. It was later reported that there was "dehiscence" and a revision was done. The drugs delivered included morphine sulphate 60 mg/ml at the rate of 5.994 mg/day. Dose adjustment was done on (B)(6) 2010 and there was improved pain relief. There were no reported pt signs and symptoms.

Manufacturer narrative:
(B)(4).